Event description:
Customer called into customer svc to advise she was having clogged ducts and mastitis. Customer said she is pumping well with pump and had to change from soft breast shields to hard with this baby.

Manufacturer narrative:
In the f/u with the customer on (B)(6) 2013, she stated that her general doctor diagnosed her with mastitis on (B)(6). She was prescribed an antibiotic for it called karalex. A medela clinician spike to the customer on (B)(6) 2013, at which time the customer confirmed that the issue had now been resolved with the medication that cleared the infection. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breast-fed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).